Event description:
It was reported that during a procedure with third party products the surgeon was using a synthes reamer irrigator aspirator when the instrument broke apart inside the patient. The surgeon was able to remove everything except three pieces out of the patient. The reporter was unaware if a future revision surgery was scheduled to explant the remaining fragments. The surgeon was able to successfully complete the procedure. There was a 30 minute delay in completing the procedure due to the reported event. Regular reamers were used and a nail was placed in the bone. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is used for diagnosis, not treatment. Hrx. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was performed. The ria drive shaft, sterile tube and reamer head are intended for the synthes ria system is intended for use in adults and adolescents (12-21 years)¿to clear the medullary canal of bone marrow and debris¿to effectively size the medullary canal for the acceptance of an intramedullary implant or prosthesis¿to harvest finely morselized autogenous bone and bone marrow for any surgical procedures requiring bone graft to facilitate fusion and/or fill bone defects¿to remove infected and necrotic bone and tissue from the medullary canal in the treatment of osteomyelitis. The returned components consisted of the sterile tube becoming jammed onto the broken drive shaft and the reamer head fragmented into about 11 pieces packaged separately. The complaint description provides for an understanding that the devices were used in conjunction with "a third party product" and likely that which is known to be very high speed and high torque. Technique guide j4352h recommends that the user "select a cannulated drive unit that will deliver 3.5 nm to 4.5 nm of torque and 700 rpm to 900 rpm (standard drill speed). Use the cannulated quick coupling to attach the drive shaft to the drive unit. Caution: do not use a reduction drive. Drills with a torque greater than 6 nm must not be used. Power equipment designed for reaming must not be used." The 3rd party device is known to deliver up to 1500 rpm and is designed for reaming as well. It is apparent that the ria components were used and subjected to forces beyond that for which they were designed which has led to this complaint. The 3rd party power device used in conjunction with this set of instruments is likely to have contributed to this complaint and was not a result of the device designs. The devices are determined to be suitable for their intended use and the complaint invalid from a design perspective. An additional task will be launched in any event to review the occurrence rate for the device(s). The 3rd party power device used in conjunction with this set of instruments is likely to have contributed to this complaint and was not a result of the device designs. The devices are determined to be suitable for their intended use when used as recommended and the complaint invalid from a design perspective.